Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to perform interrogation prior to a pacemaker implant procedure. It was noted that the programmer display froze, preventing further interrogation of the implantable device. There was no patient involvement.

Manufacturer narrative:
Product analysis: the analysis was unable to confirm the customer comment that the programmer was unable to perform interrogation and that the display froze, preventing further interrogation of the implantable device. However, the stylus tip position on the touchscreen required calibration. The lower left and right hinges were worn. The keyboard front latch, keyboard slide rails (left and right), cord bay latches (left and right), and bullets assembly were broken. The bezel (display) had some damage. All defective parts were replaced, all other identified issues were resolved, and the device passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.